Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports: patient experienced a hypoglycemic event with blood glucose level of 40 mg/dl. Patient was taken to hospital ER.. Device was discarded and is not available for technical review.

Event description:
Type 2 diabetes patient on the v-go since (B)(6) 2017, stated during a call to valeritas customer care that she was in the hospital due to low readings. Pt had a reading 40. Pt was in hospital for 1 week and 3 weeks in rehab, pt is still in rehab. Pt bolus is on a sliding scale, bolusing no less than 2 and no more than 5 clicks per reading. Pt had an appt the day she was admitted. While waiting for appt in doctors office she felt sick, pt checked her reading and it was low. Reading is a fasting reading. Hcp office is in the same area as hospital so she was taken to ER. Pt stated reading before the event were in the 100-190. Pt is in rehab and readings are 120-180 with humalog and lantus until she see hcp. Lot numbers were not available. Pt did not save vgo, and was taken off when admitted.